Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v865456, implanted: (B)(6) 2012, product type: lead. Product ID: unknown, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that lead fractures were noted. The device was programmed so the affected ¿lead¿ was not programmed. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient had been having good results but now the results weren¿t as good. The patient noticed this change about a month prior to the report after her last fall. She was very thin, had falls in the past, but couldn¿t remember if she fell on the implantable neurostimulator (ins) or not. The patient¿s device system was showing greater than 4000 ohms on electrode pairs 0, 2 and 0, 3 during an impedance check. Her initial programming was on 0 negative, 1 negative, and 3 positive. A healthcare professional (hcp) was attempting to use 1 negative, 3 positive for programming using a clinician programmer but was being told that she could not because it was an identical program. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.